Event description:
Patient reported experiencing elevated blood glucose of 500 mg/dl after changing the infusion site. He discovered that he had not removed the protective cover of the introducer needle. Patient replaced the infusion set and his blood glucose level returned to an acceptable range. He indicated that the user's guide information was not included with the infusion set. Patient did not report any symptoms of the elevated blood glucose. No medical assistance was reported. Product will not be retuned for evaluation.

Manufacturer narrative:
Product not returned for evaluation.